Event description:
It was reported that the right ventricular lead had no sensing and no capture. It was found that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the distal end of the lead was covered in blood.